Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
The complained patient sample was also tested using the abbott intact pth method, resulting with a value of 900 pg/ml. Medwatch field other relevant history has been updated.

Manufacturer narrative:
Preliminary investigations indicate the sample does not contain an interferent to a component of the pth (intact) assay. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant high result for one patient sample tested with the elecsys pth immunoassay (intact pth) on an unknown roche immunochemistry analyzer used at the customer site and a cobas 8000 e 801 module used for investigation. The patient's parathyroid gland has been entirely removed, but the value measured from the sample was high. The incorrect result was reported outside of the laboratory and the physician requested investigation of the sample. The sample was collected from the patient and tested on the customer's unknown roche analyzer on (B)(6) 2019. The sample was provided for investigation where it was tested on the e 801 analyzer on (B)(6) 2019. The complained pth (intact) assay and a whole pth assay were tested on the e 801 analyzer. During investigations, the sample was also treated with a protein a-agarose suspension and tested again with the complained pth (intact) assay and a whole pth assay on the e 801 analyzer on (B)(6) 2019. The model and serial number of the roche immunochemistry analyzer used at the customer site was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Pth (intact) reagent lot number 398256, with an expiration date of august 2020 was used on this analyzer.